Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump had battery tube threads cracked and cracked display window corners. The numbers does not ramp up in its own or scroll bar moving with no input. No moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were having issues with the keypad. The customer reported that the numbers were ramping on their own. The customer stated that the scroll bar was moving without input. The customer's blood glucose was 97 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that there were cracks on the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.